Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician used an evercross balloon catheter during procedure. It is reported that the balloon was broke after dilatation. No injury was reported. No permanent damage. The event did not prolong the hospital stay. There was no bleeding in excess. The surgical time was not extended. The event did not prolong the hospital stay.